Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: we received from a customer some lentulo paste carriers ra 25mm 1 for analysis. Dentsply sirona bensheim reported that the "instruments break off at the tip". 6 instruments in loose and eigth unused ones were returned. This investigation is for the second breakage case. The returned instruments are not discernible, so they will be analyzed together through (B)(4) and the complaints (B)(4) and -2 will be similar. Laboratory team analyzed the paste carriers returned in loose through (B)(4). -one of the instruments is broken at 8mm from the tip (broken tip was not returned). No material or machining defect was found during analysis of the rupture pattern. -the other instruments are not broken nor damaged. The batch number is known, certificate of conformity is available. No relevant information was found during DHR review (no nonconforming material report was issued during manufacturing or packaging processes). We found during DHR review the qh #59932, issued during the grinding of the blank files for counting difference. The production was sorted. No relation with the subject of the complaint. Root causes are not identified. For information: -complaints (b are the first complaints received involving this batch number for this issue. -no mechanical test is applicable for lentulo paste carriers instruments. -no measurement can be made on the unused devices. Indeed, the dimension the most critical (wire diameter) cannot be measured with accuracy once the active part is rolled. -please note that this production was made under the process deviation si 937, issued after a failure of the usual roll washing machine, replaced by another roll washing machine. No relation with the subject of the complaint. Summary: 14 lentulo paste carriers ra 25mm 1 were returned (6 instruments in loose and 8 unused ones). The instruments in loose were analyzed. One of them is actually broken in the active part. No material defect was found during analysis of the rupture pattern. The other instruments in loose are not damaged. Nothing unusual to report was found during DHR review. For information no mechanical test is applicable for lentulo instruments. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a lentulo ra 25mm broke during use. The outcome is unclear whether further medical or surgical treatment will be necessary as of this MDR. It is reported that no injury occurred.